Manufacturer narrative:
Reporter is a j&j employee. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could be confirmed as the hammer head had broken off of the shaft. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Visual inspection: the combined hammer 500g (p/n: 03.010.522, lot #: l042394) was returned and received at us cq. Upon visual inspection, it was observed that the hammer head had broken off of the shaft. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Device failure/defect identified? Yes. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Combination hammer 500 gr. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. The complaint condition was confirmed for the combined hammer 500g (p/n: 03.010.522, lot #: l042394). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.010.522. Lot: l042394. Manufacturing site: (B)(4). Release to warehouse date: 14.jul.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, one (1) driving cap/threaded and one (1) spiral combination hammer broke. The head of the spiral combination hammer broke off the shaft and the thread of the driving cap was lodged within a nail. The issue was found during loan kit inspection. There was no known patient or surgical involvement. There is no further information available. This report is for one (1) spiral combination hammer 500 grams. This is report 2 of 2 for (B)(4).